Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f18 rehabilitation

Event description:
It was reported that an adverse event occurred. The patient stated the cgm has signal loss before going to bed on (B)(6) 2023. They checked their blood glucose (bg) and stated the meter read around 120 mg/dl so they went to sleep. At 2:00am on (B)(6) 2023, the patient woke up and started to walk around but fell. The patient's spouse noticed the patient and stated he tried to wake her, but she was unconscious. It is unknow what the cgm was displaying during this time and there was no information if a bg was taken. The patient's spouse could not locate glucagon or find orange juice, so he called emergency medical services (ems). When the paramedics arrived around 2:20am, the patient's bg was around 30 mg/dl. Ems treated the patient with IV glucose and during this time, the cgm was displaying signal loss. After about one hour, the patient regained consciousness. Ems left once the patient was stable. Due to the fall, the patient broke her wrist and was in a cast for 6 weeks after the event. The cast was removed (B)(6) 2023 and the patient was hoping to start rehabilitation for the injury soon. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.